Event description:
A non-sterile device was inadvertently shipped to the customer. This device was not used in the patient and was removed from the customer's inventory per 2022r03.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. No patient involvement. Initial reporter country is canada. The omniwire device history record identified a sterilization cycle failure. The device was inadvertently shipped to the customer; however, it is now within philips control. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.